Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, obstruction, vomit, nausea, and infection are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, obstruction, vomiting and nausea as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is a total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Health professional reported band slippage, vomiting, nausea, gastric obstruction, and aspiration pneumonia (infection). Two days after implantation the pt came to the hosp due to nausea and vomiting and was released without treatment. The pt had a baron's swallow test which showed band slippage and the band was repositioned. The pt also had a CT scan which showed gastric obstruction, band slippage and the pt was diagnosed with aspiration pneumonia. The device was removed. The physician did not know if any of these events are device related or not.